Event description:
It was reported that during a laparoscopic cholecystectomy, clips were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device and five malformed clips will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.